Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy the first band, it failed to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned. The trip wire was not secured in the handle slot, and the slack was not taken up correctly. The trip wire was misassembled by the user as it was found inside the handle knob. The ligator head was returned with all the bands still attached. The teeth of the ligator head do not present any damage. Functional evaluation could not be performed as the trip wire was inside the handle knob which prevented the rotation of the knob. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, as per the device condition, it is likely that the slack was not removed properly. Failure to follow these steps can lead to a deployment failure of the bands. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy the first band, it failed to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.